Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 302mg/dl and a manual injection was administered to address the bg level. The customer was not currently using the pump for diabetes management and the occlusion alarms continued even when the pump was disconnected from the customer. System check was performed and the pump and cartridge performed as intended.